Event description:
On (B)(6) 2022 during post-case monitoring removal the wire disconnected from the needle tip/connector and was left in the tape. When the operator was removing the tape they were stuck by the needle. No blood test results available at this time.

Manufacturer narrative:
No product returned for examination due to infection protocol though photograph provided confirmed the event. Review of the photograph and information provided identified the operator pulled the lead wire while taped instead of gripping the connector, creating excessive force and subsequent disconnection. The root cause of this event appears to be the result of poor handling by the end user. No additional investigation can be completed. Labeling review: "...warnings, cautions and precautions: do not attempt to straighten bent needles because this may cause stress and weaken the needle causing it to break off in the patient. Needles are sharp and extreme care must be taken during handling. Improperly placed or bent needles increase the risk of needle breaking off in the patient..." "...precaution: pull cable connections apart by gripping the connector. Do not pull them apart by tugging on the cable as this can damage the connecting cable. Never force a connection or a disconnection."